Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose. The blood glucose reading was 38 mg/dl. She was treated by emergency medical services but refused to go to the hospital. She was treated with glucose and the blood glucose reading was brought up to 130 mg/dl. The insulin pump was not replaced or returned for analysis.